Event description:
Caller reported a cartridge alarm issue with their insulin pump, specifically a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted by attempting to guide the caller through loading a new cartridge, but the alarm recurred. Consequently, a replacement pump was arranged, as the existing pump was under warranty. The customer was advised on procedures for storing the current pump and how to return it to avoid additional charges. They were also informed that the replacement pump would include updated software, and they would need to program their settings and connect their continuous glucose monitor (cgm) to it. The caller acknowledged and understood these instructions, while no backup insulin therapy was available, and they would need to contact their healthcare provider for further guidance.